Event description:
It was reported that the patient had a post operative fibrotic tissue reaction after being treated with a sinu knit dissolvable dressing. No addtional details were provided regarding any treatment administered, however no additional patient complications have been reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the products in question were not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacture or design of the products that could have contributed to the reported event include the patient¿s general health, following post-operative instructions, or the presence of coexisting medical problems. The instructions for use provided with the devices contain information for use of the product including but not limited to: -"medical judgement is necessary when using rapid rhino sinu-knit dressings." ¿adverse reactions: these include the possibility of infection, recurrent or persistent bleeding, and dislodgement of the packing necessitating medical treatment." There were no indications during manufacturing record review that would suggest that the products did not meet product specifications upon release into distribution.